Manufacturer narrative:
The customer returned the strip vial but it only contained 3 previously used strips. No undosed strips were returned for testing.

Event description:
It was reported the patient received the following results within 10 minutes: 549 mg/dl, 274 mg/dl, and 192 mg/dl.